Event description:
Follow up information received reported that the high impedances were discovered at the physician¿s office appointment (date unknown) and the cause of which were unknown. It was also reported that battery depletion for both of the patient¿s implantable neurostimulator (ins) batteries was normal. The patient was reported as doing fine after the surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v004947, implanted: (B)(6) 2006, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v004947, implanted: (B)(6) 2006, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported a couple of months prior to report, the patient started to have a shocking sensation down their right side and right arm. The patient had high impedances and they could not isolate it to anything. Both of the patient¿s batteries were near depletion so they replaced both devices in (B)(6) and everything cleared up, including impedances.